Manufacturer narrative:
Correction: PMA 501k # should read k042873.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: investigation found the keypad fully intact and all keys responsive. The keypad was removed to investigate and evidence of keypad contamination was located, under "contrast" and "down" contact buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed evidence of keypad contamination located under "contrast" and "down" contact button that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.